Event description:
As reported: "one item broke during the surgery, male extractor 4mm. The item snapped during use, removing a screw. The procedure was delayed by 40 min." It is unclear if any debris was left in the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Manufacturer narrative:
Correction - please refer to d9/h3, h6 (method, result, conclusion & clinical codes). The reported event could be confirmed, since the extractor is broken as complained. The device inspection revealed the following: a broken extractor and the affected locking screw were returned for evaluation. The visual inspection of the extractor has shown that the tip is broken off, the fragment is stuck in the recess of the received locking screw. The lateral view shows that the fracture surface is partly oblique, which indicates that high lateral stress did contribute to the breakage. The microscopic inspection of the fracture face has shown that the view is typical for a brittle overload fracture with a shear lip on one side. The shear lip also indicates that the device was exposed to high lateral forces when it broke. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. The lot in question was manufactured in september 2010 with a lot size of 22 pieces and we are not aware of any other complaint of this nature for this lot number. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying too much lateral stress onto the device, which did lead to a mechanical overload. High torque may also have played a certain role as the extractor is typically used after the hexagon recess did get damaged by high loads or/and an insufficient connection, during screw insertion or extraction. If more information is provided, the case will be reassessed.

Event description:
As reported: "one item broke during the surgery, male extractor 4mm. The item snapped during use, removing a screw. The procedure was delayed by 40 min." It is unclear if any debris was left in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "one item broke during the surgery, male extractor 4mm. The item snapped during use, removing a screw. The procedure was delayed by 40 min." It is unclear if any debris was left in the patient.